Event description:
(New brush heads fall off while brushing), causing me to gag on the head [retching]. Cut gum on sharp edge [gingival injury]. Tip of metal blade, where brush head attaches, had broken at notch that holds the head on/new heads fall off - oral-b [device breakage]. Consumer via e-mail stated that, earlier this year, they bought a two pack of oral-b braun professional care toothbrushes. A few months ago, when replacing a brush head, they noticed that the tip of the metal blade, where the head attached, broke at the notch that held the brush head on. The new brush heads fell off while brushing, causing them to gag on the brush head and they cut their gum on the sharp edge. No serious injury was reported. 18-jan-2022 case update: the suspect product was updated to oral-b power rechargeable toothbrush handle 3766. The suspect product lot was updated to 2bb00241230 and 2bb00241238. No serious injury was reported.

Manufacturer narrative:
07-feb-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(New brush heads fall off while brushing), causing me to gag on the head [retching] cut gum on sharp edge [gingival injury]. Tip of metal blade, where brush head attaches, had broken at notch that holds the head on/new heads fall off - oral-b [device breakage]. Consumer via e-mail stated that, earlier this year, they bought a two pack of oral-b braun professional care toothbrushes. A few months ago, when replacing a brush head, they noticed that the tip of the metal blade, where the head attached, broke at the notch that held the brush head on. The new brush heads fell off while brushing, causing them to gag on the brush head and they cut their gum on the sharp edge. No serious injury was reported.